Manufacturer narrative:
The remote arm controller (rac) was analyzed, and the reported complaint was confirmed but not replicated during failure analysis. Review of the system error logs identified the fault occurrence in the field, confirming that the error had been triggered during use. Visual inspection of the rac did not reveal any issues related to the reported complaint. The rac was tested in a golden system, and error 1 was not observed. Extended testing was performed, including a 10-minute sine cycle, 10 power cycles, and one hour of idle operation, with no recurrence of the reported issue. The master tool manipulator (mtm) was analyzed, and the reported complaint was confirmed and replicated during failure analysis, which indicates that the system may have contributed to the customer reported complaint. Review of the system error logs identified error 1 indicating a voltage fault on the mtm axis 1, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The mtm was installed onto a patient side cart (psc) fixture test platform (pftp) where it failed during the sine cycle test. The probable root cause is attributed to defective esmb printed circuit assembly (pca) and main wire harness.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) and master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the rac and mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, repeated recoverable error code 1 occurred. The customer pressed ¿recover fault¿ button to recover the error; however, the error reappeared. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeons decided that it would be safer to convert to laparoscopic approach to avoid any hazardous situations due to the followings reasons : the error was repetitive and kept occurring every 10-15 minutes, the emergency power off (epo) restart of the entire system was delaying the surgery, the surgeon was operating near organ, and the patient was under total anesthesia. The system epo restart was performed per field service engineer (fse) instruction. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change, and the surgery was successfully completed.